Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range shock impedance measurements, occasionally measuring greater than 125 ohms. Boston scientific technical services (ts) discussed the stored data of the system suggested the cause of impedance increase might be related to the patient's condition, as all additional electrical and diagnostic measurements are stable and in range and there is no noise associated. Ts recommended evaluating the implanted system via x-ray, performing daily measurements and testing the lead during patient isometrics. The physician stated the patient would be checked in person. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.